Event description:
Daughter had photorefractive keratectomy eye surgery, within 2 weeks vision worsened, could not see, excessive tearing, very light sensitive, had to keep her head down and wear sunglasses all the time. Finally, after 2 months of not being able to see and in severe pain, went to (B)(6) and she had to have cornea transplant in both eyes; sightpath medical. FDA safety report ID# (B)(4).